Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No physical investigation or assessment has been conducted on the defective catheter as no action or representative sample was returned for investigation. Leak balloon could happen due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore this complaint is not confirmed.

Event description:
It was reported that the catheter was found in the bed fully deflated. The balloon cannot be inflated anymore as we tried. The balloon was tested prior to use. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was found in the bed fully deflated. The balloon cannot be inflated anymore as we tried. The balloon was tested prior to use. There was no patient injury.